Event description:
The facility reported that at the one week post-op follow-up the surgeon noticed an object in the pt's eye. The pt was taken to surgery immediately to have it removed. The procedure was successful and there was no further impact to the pt. The object was identified as a piece of the I/a tip that was used on the pt's initial cataract procedure.

Manufacturer narrative:
The device was not returned for evaluation. The facility made the device available for evaluation on site. The tip in question is made of titanium and there was no reported impact to the pt other than the needed follow-up procedure to remove the broken piece. The limited evaluation of the device at the facility was unable to determine the cause of the failure.